Event description:
Customer reported they felt the output of the vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: the vaporizer was forwarded to co for investigation. The unit was tested, and the reported complaint was confirmed. Inspection of the vaporizer revealed that the thermostat cover gasket was fit in such a way that the inner edge of the gasket was causing interference with the thermostat flapper plate movement. Proper assembly methods for thermostat assembly were reviewed. Work instructions have been amended to include add'l steps to help prevent thermostat cover gasket interference. This is the 15th MDR involving a warranty tec 5 vaporizer wherein the cause was a misplaced thermostat cover gasket out of an installed base in excess of 50,000 tec 5 vaporizers.